Event description:
After two passes with merci retriever v 2.0 soft and v 2.5 firm, the physician was unable to deflate the merci bgc, 8f x 95 cm. Physician continued to apply vacuum and the balloon was deflated. Physician used a different bgc, optimo, manufactured by tokai medical, (B)(4) and continued the procedure. No pt injury was reported. The current device instructions for use (IFU) lists warnings that provide recommendations to reduce risk of complications due to slow balloon deflation. The mfg records for 8f balloon guide catheter device, lot number, 34952, were reviewed and no anomalies were found that are related to this complaint.